Event description:
It was reported that the subject device cable was broken. The procedure was completed using a similar device. The event occurred before a therapeutic laparoscopic surgery. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. Updated fields: h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the most probable cause of the complaint is a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred before a therapeutic laparoscopic surgery.

Manufacturer narrative:
E1: (facility name): (B)(6). The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device cable was broken. The procedure was completed using a similar device. There were no reports of patient harm.